Event description:
Report received of a non-delivery. The device was programmed in the intermittent mode to deliver ampicillin via PICC line during home therapy. Program settings include a dose amount of 86ml, an infusion time of 1 hour per dose, a dose frequency of 4 hours, a total number of 6 doses in the container, a kvo rate of 1ml/hour, and a container size of 580ml. It was reported that the patient arrived at the pharmacy to have the container bag changed as scheduled. Upon the patient's arrival at the pharmacy, the container bag was found full, with 580ml of solution still left in the bag, instead of empty was expected. At this time, the home infusion nurse noted that the device was infusing at the kvo rate. A reveiw of the event history indicated that "all doses were given". The PICC line remained patent. There was no reported bleedback. The physician was notified. The device was removed from the clinical service. A replacement device was used to resume therapy. The patient missed "a days worth of antibiotics". There was no reported adverse patient effect. No medical intervention was required. Though requested, no additional information, was available.